Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 39mg/dl. Customer indicated that there may be an issue with the pump drive support cap but did not have the pump with them to check. Customer declined to troubleshoot and will call back when they have the pump. No further details given.